Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was driving and passed out. The customer stated that he had an accident due to a low blood glucose. The customer was taken to the hospital for a check up. The customer also stated that the sensor gave him a high blood glucose reading and he took the bolus off of the sensor. However, the glucose monitor showed lower readings than the sensor. His blood glucose reading was 40mg/dl. Troubleshooting was performed. The programming, basals, daily totals, bolus, and alarm history were ok. Ran a self test and passed. No further info was provided.